Event description:
During troubleshooting for an unrelated alarm on the home choice (hc) machine, it was reported there was air in the patient line during the initial drain phase of peritoneal dialysis therapy. The home patient was connected. Troubleshooting was unable to determine the cause of the air. The technical service representative assisted the home patient in ending therapy and advised the home patient to start therapy over using all new supplies. The home patient decided not to complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.